Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported on behalf of the patient's mother that her son had the listed tracheostomy tube in use for a few hours when the cuff was found leaking. According to the reporter, the cuff had to be reflated ever few hours to keep it pressurized. The patient's mother reported that the cuff was being filled with saline. According to the reporter, no adverse health outcomes resulted from event.

Manufacturer narrative:
A tracheostomy tube was returned for investigation. The device was received outside of its original packaging. Review of the device history records revealed no deviations relevant to the reported issue. Visual inspection found the device to be used and slightly discolored. During functional testing, the device cuff was inflated three separate times with different mediums; air, distilled water, and a saline solution. No leakage of the cuff was observed throughout the three tests. The returned device was confirmed to operate as intended. No evidence was found to suggest the reported event was caused by an intrinsic product problem.